Event description:
It was reported that prior to an unknown procedure, the device was fired on the back table by the scrub tech prior to initial use and the clips came out malformed. The scrub tech informed the surgeon and a new device was opened with the same result. A third device was then opened and worked as designed and the procedure was concluded with no adverse patient outcome. Neither of the first two devices was used on a patient.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that the alert date was incorrect. The alert date has been corrected based upon the event and the data provided.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed one clip as intended and it ejected ten clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple requests for return of device have been made but no device has been returned.